Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned their evis exera iii colonovideoscope device to the olympus service center for a routine inspection. The customer reported that they had completely reprocessed the device prior to returning it. Upon inspection and testing of the returned unit on 25sep2023, it was discovered that there was foreign matter lodged in the air/water tube; the foreign matter came loose and exited the distal end of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered to be lodged in, and coming out of, the device air/water channel. The following additional findings were also noted: air/water cylinder and scope cylinder were lacking in color, assorted scratches, dents, chips, and discolored components, inability to insert channel cleaning brush smoothly into the suction tube, snaking of the connecting tube, detachment of bending section cover adhesive, and wear of the angle wire resulting in the bending angle in the left and right directions not meeting the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.